Event description:
It was reported that the asymptomatic patient presented for follow up in clinic. Upon interrogation, the right atrial lead exhibited oversensing anomaly. No intervention was performed. The patient would continue to be monitored.